Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: always make sure that the correct time and date are set on your insulin pump. Not having the correct time and date setting may affect safe insulin delivery. When editing time, always check that the am/pm setting is accurate, if applicable.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the customer did not adjust the time accurately. Customer's blood glucose level ranged from 212-226 mg/dl. Reportedly, the customer corrected the pump time to resolve the issue.